Event description:
A surgeon reported that an intraocular lens (iol) was exchanged due to an unexpected postoperative refraction. Upon examination, the iol was noted to have rotated. The iol was exchanged for a different model iol. The surgeon reported the patient is "seeing excellent" following the exchange. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 06/17/2009, 06/19/2009, 06/24/2009, 06/29/2009, 06/30/2009, and 07/01/2009 by phone, fax, and mail. A completed questionaire has not been received.